Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found.the returned device indicated the set screw was found in the connector bore.the analyst also noted:second functional test performed as result of initial test indicating tester and / or pin block failure.

Event description:
It was reported that the patient experienced syncope post-implant procedure. It was determined that the implantable cardioverter de fibrillator (ICD) was not properly pacing due to oversensing. The physician suspected a header issue and reconnected the right ventricular (rv) lead several times to the implantable cardioverter defibrillator (ICD) to no avail. The first attempt there was oversensing, the second attempt resulted in no pacing and the third attempted resulted in high impedance. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.